Manufacturer narrative:
(B)(6). Patient country: south africa.

Event description:
Unomedical reference number (B)(4). Event occurred in south africa, it was reported that, patient experienced diabetic ketoacidosis (dka) on (B)(6) 2024, due to faulty infusion sets. The patient was hospitalized in the intensive care unit (ICU) with a blood glucose level of 20 mmol/l at the time of admission. Prior to hospitalization, the patient reported feeling weak and vomiting. A ketone test was performed, showing a result of 4.9. The exact length of hospitalization and the name of the hospital were unknown. No further information available.